Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump inappropriately suspended due to a sensor glucose of 118 mg/dl and a blood glucose of 320 mg/dl and 335 mg/dl. The tape was coming off on the sensor; it was decided that the taping caused the reading issues. The sensor was not returned for analysis.